Manufacturer narrative:
Although the device in question did not perform as intended, the patient's procedure was completed without further complications. However, since conmed's device had malfunctioned and another device had to be used to control bleeding, conmed is reporting this event to the f.d.a. As being adverse. The investigation showed that there was a space between the jaws, which caused the hand piece to malfunction. Conmed is initiating a recall to sequester additional product that may be faulty.

Manufacturer narrative:
It was previously stated that these devices would be recalled. That statement was incorrect. The lot number that is referenced in this case will not be subject to a recall.

Event description:
The altrus hand piece would not seal correctly, which resulted in additional bleeding. The surgeon had to use "klepingers" to control the bleeding.